Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was a cracked suctionaid port. The care giver managed tracheostomy care at home, attended clinic for tracheostomy change. The item was contaminated.

Manufacturer narrative:
D3 - postal code, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a small hairline crack on the suction valve. The lot history review was performed, and it was confirmed that there were no previous conformities noted. A test was performed by attaching the syringe to the suction valve and it was confirmed that there was a crack existing. The allegation made by the complainant was confirmed. The probable cause was due to applying excessive force in the suction port when connecting the syringe or suction device.